Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that in (B)(6) 2019 patient started having more issues with leaking, is leaking more after she uses the restroom, no matter how long she sits on the toilet. Caller states that in (B)(6) 2019 she changed from p2 to p1 because p2 no longer was working for her, on (B)(6) she increased stim to 2.4 v, but that didn¿t help either so she decided to turn the device off at the beginning of (B)(6) 2020. After turning the device off, her symptoms were the same as when the device was on, so she turned the device back on at the end of (B)(6) 2020; her symptoms have not improved since. Caller mentions that she needs to be reprogrammed since she is just stuck with working with p1; patient services (ps) inquired about p3 and p4 and the caller states that since implant those 2 programs have not worked for her, so she has always worked with p1 and p2. Ps reviewed information and redirected to doctor but also offered to reach out to the field. Caller states she has worked with reps in the past but confirmed she has not made either aware of the issue(s) reported. Patient thought her current reprogramming needs could be done over the phone and ps educated the caller and the caller understood the difference between changing the program on her own and getting her device reprogrammed in the doctor¿s office. Caller mentions that she has not had any falls but did have ablation performed on her mid back in (B)(6) 2020 for mid back problems. Caller mentions that her symptoms did get worse after the ablation was performed. Patient states that her next appointment with the doctor is (B)(6). The rep was emailed and responded that patient was assisted, and the doctor was notified. No further complications were reported or are anticipated.